Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: spare reamer tube and unknown screw got stuck as screw was removed. Both items stuck together following use in theatre. The reamer tube teeth are damaged and some teeth are missing following use to remove a screw. This report is for an unknown screw. This is 2 of 2 reports for complaint (B)(4).